Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 19.3 mmol/l. Troubleshooting found the insulin pump was exposed to moisture one month ago. It was also found the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage on the force sensor resistor. The insulin pump had moisture damage on the electronic assembly and motor. The insulin pump had a cracked case at the display window corner, cracked belt clip slot and a cracked reservoir tube lip.